Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (lot # unknown) revealed no significant anomaly: stim lead/body/conductor crushed. However, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported during the procedure the physician implanted the lead then changed his mind and decided to use a different lead instead. Upon explant, the physician noticed one of the contacts appeared to be damaged upon visual inspection. The physician decided not to use the implant before the defect was noticed. The product was replaced. No environmental/external/patient factors were thought to have led to or contributed to the issue. The issue was resolved at the time of the report. The patient was alive without injury at the time of the report and no further complications were reported or anticipated.